Event description:
It was reported via repair work order that the casters were broken and the brakes were not holding to specifications. No patient was affected and no adverse event or clinically relevant delay in treatment was reported.